Event description:
The device was used during an unspecified procedure. Reportedly, the safety broke and instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
7/17/1998-supplemental report #1 sent to FDA. Corrected data entered in d-9. Device evaluation indicated and codes entered in h3 and h6. Device not received for evaluation.